Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. In addition we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). In addition the patient reports the pod was leaking during wear and the pods cannula was found to be bent. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was returned with the needle mechanism fully deployed. The soft cannula was free of damages and defects. The needle mechanism was also free of damages and defects that would lead to improper insertion. The exact cause of the reported event could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The device was returned with the needle mechanism fully deployed and no damages or defects were present in the fluid path that would cause the reported leaking during wear. The pod data contained no evidence of any timeouts or drive stalls suggesting a struggle to deliver insulin. A leak test was performed, and no leaks were observed along the complete fluid path. The investigations found no damages or defects that would cause the pod to leak during wear.